Manufacturer narrative:
The patient was born on an unreported date in 1971. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. On an unreported date, the patient was hospitalized for the event. The patient received unspecified antibiotics that were discontinued 25 days after the onset. At the time of this report, the patient had not yet recovered and the patient was transferred to hemodialysis. It was not reported if the patient was retrained in aseptic technique. No additional information is available.